Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valve trocars leaked immediately after insertion during a cataract - vitrectomy procedure. The procedure was completed without replacing the product and there was no patient harm reported. No additional information is expected.

Manufacturer narrative:
One opened trocar was received. The returned sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged septum. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. It was unknown how or when the samples became damaged because they were returned opened and the damage was consistent with damage that occurs during use of the trocar. This complaint does not identify a reported lot so a root cause cannot be determined. The manufacturer internal reference number is: (B)(4).